Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were on water park and insulin pump got the critical pump error. The customer blood glucose level was 393 mg/dl. The insulin pump received the open book image on the insulin pump screen. It was also reported that there was no any other insulin pump error alarm was displayed before the open book image was displayed on the screen. The insulin pump will be returned for analysis.